Event description:
Excruciating pain for first 3 mos post-uae. Re-hospitalized with temperature of 103 degress, tx with antibiotics. One yr post-uae severe cramps, extreme uterine soreness, and erratic menstruation.